Event description:
The patient reportedly experienced swelling and redness at the implant site. The patient was prescribed antibiotics (type unknown) and antihistamine (type unknown). Advanced bionics is currently gathering more information and will submit a supplemental report once information is received.